Event description:
Per the clinic, the patient experienced an infection (site of infection not confirmed) and posterior canal wall erosion with keratin accumulation and cholesteatoma, leading to exposure of electrode. The patient also had granulation tissue in the mastoid and middle ear. Subsequently, the patient underwent a revision surgery on (B)(6) 2025 for blind sac closure, lateral petrosectomy and explantation of the device. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.